Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous glucose monitor error 42 occurred. There was no reported impact to customer's blood glucose level. Customer reset pump to resolve the issue and successfully resumed insulin delivery.